Manufacturer narrative:
B5: it was reported during follow up that all the leaks occurred at the anastomosis site. One of the patients passed away due to ongoing bleeding and subsequent sepsis. It was reported that the patient underwent a three (3) hole esophagectomy and experienced a heavier bleed in the mediastinal bed and floseal was applied for the bleeding. Access to irrigation was not possible. The patient developed a leak postoperatively, however, they declined to return to the hospital after being encouraged to do so by family members. It was reported that the patient ignored symptoms and continued to eat and drink, thereby aggravating the leak and symptoms. It was reported that upon return to hospital for admission, the patient had developed ¿profound sepsis¿ and necrosis of the airway. The patient subsequently passed away. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown number of patients experienced a leak and or fistula after undergoing a minimally invasive esophagectomy in which floseal was used. The cause of the leaks and or fistulae were not reported. It was not reported if the patients were hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient¿s outcome was not reported. No additional information is available.